Event description:
Additional information was received from a manufacture representative. It was said that there were high impedances noted up to 3.0ma when running an impedance check. The nurse practitioner did not increase the amplitude any higher to run the check again at that point. The cause of impedance issues and return of symptoms due to lead migration could not be confirmed but suspected to be the reason as the lead was almost entirely migrated out of the foramen.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28,lot# va23mgd, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: no information. Concomitant medical products: product ID: 3889-28, lot#: va23mgd. Implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was seen by the nurse practitioner in the office several weeks ago, stating that they had a return of symptoms. The nurse practitioner attempted to increase stimulation on the patient's controller on all 7 standard programs. They were able to get to 8.5 ma with no sensation felt by the patient on any of the 7 programs. An impedance check was done and they could not get the electrodes to clear up to 3.00 ma where they stopped running the check any higher. Once the impedance issues were determined, as well as the patient not feeling stimulation, the nurse practitioner signed the patient up for lead revision surgery. Imaging confirmed that the lead had migrated. The patient stated that they did not fall, have an accident, or anyother event that may have cause the lead to migrate. The lead was completely explanted on (B)(6) 2020.